Event description:
Allegedly software does not operate to surgeon's satisfaction.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the surgeon. Trends will be evaluated. This report will be updated when the investigation is complete.